Manufacturer narrative:
(B)(4).

Event description:
A consumer's family reported that the patient had reprogramming on tuesday to correct his speech because it was off and the healthcare provider (hcp) reset it too high. As results, the patient was climbing the walls; his eyes were all over the place, he was angry and agitated. It might have been there before but on the day of report, they had not really noticed it. It was indicated that the patient had never had this high before. It was so high, the patient could not even rest, and he was just jumping out of his skin. The patient was very sensitive and the parkinson had progressed quite a bit. The patient was diagnosed in 2000. It was also reported that they were unable to decrease and lower limit icon was showed for both sides. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. The indication for use for this patient was parkinson's dual.